Event description:
About 3 weeks after c0chlear implant surgery, this patient reportedly had minor secretion from the implant site area and was treated with antiphlogistics with little effect. In 2005, bottom of the incision site wound reportedly had a "reservoir of secretion" and clinicians decided a continue the antiphlogistic treatment. A revision surgery was performed about five weeks later. The doctors noted that the area around the transmitter call and receiver/stimulator appeared "soft" and that there was much secretion. The doctors also commented that the situation appeared similar to a foreign body reaction. It is not known at this time if the device will be explanted and/or replanted.